Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information received indicates that the system was explanted approximately in (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. . During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer report number: 1627487-2020-00393. It was reported the patient had an infection. It is unknown if the infection was only at the ipg site or also at the lead site. As a result, the patient underwent surgical intervention during which the system was explanted on an unknown date.